Event description:
Patient reported right side device rupture and "several lymph nodes have absorbed the escaping fluid". Patient later reported "rupture and silicones in axila" diagnosed by MRI and ultrasound. The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of granuloma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture; "several lymph nodes have absorbed the escaping fluid"; "silicones in axilla."

Manufacturer narrative:
Additional, changed, and/or corrected data: b1, b3, d6a, d9, h3, h6. Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture and silicone migration: observed broken device assessed as surgical damage. Granuloma: unable to observe as it is not related to the manufacturing process. As per the investigation procedure creases was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient reported right side device rupture and "several lymph nodes have absorbed the escaping fluid". Patient later reported "rupture and silicomes in axila" diagnosed by MRI and ultrasound. The device has been explanted and replaced.